Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during a fess procedure the ubuntu grub menu appeared when the site tried to boot up the system. The site tried rebooting multiple times with no change. Technical services (ts) walked the site through the navigation system linux ubuntu grub menu article with no change. The manufacturing representative at the site stated he would bring a different navigation system to finish the case. It was later stated that the system was behaving as expected and they were able to use it for the procedure, the alternate navigation system was not used. Patient was present. There was a delay to the procedure of less than one hour.